Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking or jolting sensation and a loss of therapeutic effect after backing into the doorknob. When the pt backed into the doorknob, she felt a "popping" sensation in the area of the implanted neurostimulator. Symptoms occurred when stimulation was turned on. The pt visited her physician and was reprogrammed. On (B)(6) 2011, the pt felt the "popping" sensation in the pocket site followed by a painful sensation. Low impedances were also reported (<250 ohms). It was also noted that when impedances were measured question marks were shown in the results. Add'l info has been requested but was not available as of the date of this report.